Event description:
The customer stated that an initial architect afp result of 544.84 ng/ml retested at 4.72 and 4.74 ng/ml. The retest results are considered to be correct. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative was dispatched and multiple parts were replaced. Replacement of the probes (list number 08c94-42) was considered to have resolved the issue. The part was coded as being worn out from normal use. Service history for the architect isr03903 revealed no subsequent complaints of discrepant/erratic results. Review of historical complaints and quality metrics did not identify an adverse trend of the probe. The architect system operations manual addresses troubleshooting for the described issue and component replacement. There is insufficient information to reasonably suggest a malfunction of the probe (list number 08c94-42), nor is there an indication of a deficiency of the probe or architect i2000sr.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).